Manufacturer narrative:
Other relevant device(s) are: product ID: a71200. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was rep got validation error, 000100bb, when trying to connect to the neurostimulator. Rep tried multiple neurostimulator and even demo mode but still had the issue. Technical services(ts) had rep select continue and this allowed tablet to connect. Issue resolved. Vanta 2.0.2465 1.0.1239 1.0.828 the troubleshooting steps that were taken on the call resolved the issue.